Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. On an unreported date, dianeal and extraneal therapies were discontinued. At the time of this report, the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient was not hospitalized for the peritonitis event. On an unreported date, the same month as onset the patient was treated with intraperitoneal vancomycin, nightly (dose not reported). The vancomycin was discontinued on an unreported date, the following month. At the time of this report the patient outcome of this bacterial peritonitis event was unknown. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.